Event description:
While cleaning the c-arm of angiography machine, he rec'd an electrical shock to right wrist. Knocking him away from the machine-he was wearing rubber gloves and washing down the equipment. Machine was not in operation.